Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the leakage current exceeds the standard value because of the damaged circuit board. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited damage on circuit board, as a result the enclosure leakage current exceeds the standard value. There was no patient involvement.